Event description:
It was reported that there was suspected undersensing due to pacer spikes being seen on the telemetry strip. The device was interrogated and upon checking all parameters there was no evidence of undersensing. The patient then appeared to have a seizure and the patient's rhythm became ventricular tachycardia. The patient later died in a manner unrelated to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead was not returned to the manufacturer.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.